Event description:
The complainant alleged that the clinicians treating a pt (age and gender unknown) with the device, but when they attempted to charge the unit, it displayed a "status 90" error message on the screen. The clinician was able to obtain another device to treat the pt. The complaint indicated that there was no adverse effect on the pt as a result of the reported malfunction.